Manufacturer narrative:
Unit received with a blank display due to corroded electronic assay. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with missing retainer ring and reservoir tube lip o-ring. The p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a blank display. The blood glucose level was 7 mmol/l. Customer also stated that when she came out of the swimming pool her pump was totally blank. Customer confirmed that battery cap and spring are intact. The product will return for the analysis.